Manufacturer narrative:
Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown. Information for section a4 was not available. When information becomes available, a supplemental report will be filed. (B)(4).

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.